Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedances greater than 2000 ohms and pacing was not delivered when required. A revision procedure was performed and this lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an x-ray was performed and indicationed the inner coil (cathode) was fractured approximately 18.4 centimeters (cm) from the terminal pin. There was no damage noted to the outer coil and the outer insulation above the fracture; however, they were slightly bent. The fracture is located at about 2.7 cm from distal end of the suture sleeve tied-down.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.